Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging was open and sterility of packaging may be compromised with a bd 60ml syringe catheter tip. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from portuguese to english: when taking the material from the kit, the professional noticed the open packaging, when performing the material exchange it was observed that there were 2 more open units.

Manufacturer narrative:
Investigation: three (3) samples were received from the customer for investigation. The three (3) samples were visually examined and it was determined that the bottom web was not properly formed. This prevented the syringes from sitting low enough in the bottom web which prevented the top web from laying flat on the bottom web which resulted in the packages not sealing properly. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, a machine malfunction resulted the bottom web was not properly formed. This prevented the syringes from sitting low enough in the bottom web which prevented the top web from laying flat on the bottom web which resulted in the packages not sealing properly.

Event description:
It was reported that the packaging was open and sterility of packaging may be compromised with a bd 60ml syringe catheter tip. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: when taking the material from the kit, the professional noticed the open packaging, when performing the material exchange it was observed that there were 2 more open units.